Manufacturer narrative:
The cannula was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was supported with an extracorporeal blood pumping system for biventricular support. It was reported by the vad coordinator that the surgeon noted that the cannula had a fracture at the connector end, and the cannula was leaking. The pt was taken to the operating room and the cannula was replaced. Additional information was received from perfusion that the pt was very active. The pt had been on support for over a month and he would get up and move to the chair and participate in activity daily. The pt was awake and alert. The nurses would perform dressing changes to the exit sites daily or every other day. The nurse noted that when the pt got up to the chair there was blood noted on his gown. After inspection leaking was found at the connection. There was a tie band in place, but it had become loose over time. The nurses immediately placed another tie band until perfusion cam to the pt's bedside. They fixed it by clamping, cutting that portion of and placing a new connector to the tubing. The pt tolerated the procedure fine and was implanted with an lvad.

Manufacturer narrative:
Maude event report (B)(4). The reported event of a fracture was unable to be conclusively confirmed. An evaluation of the bond surface of the cannula was performed. The analysis included optical microscopy, residual chemical analysis, and micro-fourier transform infrared spectroscopy of the returned cannula as well as a cannula from stock. The conclusion of the analysis indicates that bonding is occurring between the two surfaces on all the samples provided. Additional information indicated that the cannula was in use for over a month, and that when the leak was noted the cannula connector was exchanged without issue. The labeling indicates that the centrimag drainage cannula is intended to be used as a venous drainage cannula in an extracorporeal bypass circuit for extracorporeal circulatory support for periods up to six hours. Thoratec¿s investigation was not able to identify a device-related cause for the cannula bond separation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from a maude event report that stated: cannula connector fractured circumferentially on one cannula and partially on the second cannula in use on lvad centrimag. Clarification regarding the reported event was requested and the following information was received from the perfusionist: the perfusionist recalls that only one cannula was leaking and fractured, but since they noticed it in one, they decided to replace both cannulas. The issue was fixed by cutting out the connector portion of the cannula, replacing it with a new connector and attaching it to the tubing. Both cannulas were fixed in this way and both cannulas had a tie band around the connector. The normal practice for the hospital is to secure the cannulas to the skin with sutures. The cannula exit sites are cleaned with a sterile dressing change including chlorhexidine soap and saline. The cannulas are not cleaned that far down unless it was dirty. The tubing is not secured to the bed or sheets, but hangs down in an easy, wide bending position. The tubing is not pulled on or kinked.